Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. We were unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error on pump. The customer's blood glucose level at the time of incident was between 195mg/dl and 505mg/dl. The customer treated with insulin shot. The customer was advised the pump would be replaced and returned for analysis.